Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Performance analysis: blood side pressure integrity testing was performed at three liters per minute with twenty-three psig of back pressure for ten minutes. During the test a leak from the hex (heat exchanger) side seam was observed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised, resulting in a leak and contributing to the event. (B)(4).

Event description:
Medtronic received information indicating that during use, this oxygenator had a water leak from the bottom of the heat exchanger. The device was changed out with no adverse patient effects.